Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in line) during dwell 4 of 4 on the home choice (hc). During troubleshooting, nothing was found that could have caused or contributed to the alarm. The hp cycled the power to the system error 2367 and the alarms cleared. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The device was not available for evaluation; therefore, the reported issue could not be confirmed, nor could any cause be determined. Should additional relevant information become available, a supplemental report will be sent.